Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use not reported. It was reported that the catheter was broken due to a flipped pump. The infusion system was being revised the day of the report. Patient /device information, drug, indication for use, pertinent medical history, any patient symptoms, the cause of the flipped pump not reported. Further follow-up was being conducted to obtain information. If additional information received a follow-up report will be sent.